Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that several ventricular high rate (vhr) episodes were transmitted via remote interrogation since last interrogation and oversensing was suspected. The lead is still in use. No patient complications have been reported as a result of this event.